Event description:
During surgical repair of a proximal femur fracture (left), there was placement of intramedullary depuy affixus rod and screws. The surgeon was verifying placement of screws using fluoroscopy when a metallic object measuring 2x3 mm was seen within the tissue laterally. It was determined to be part of the tip of the hex screwdriver used when placing the screws distally. The surgeon was unable to retrieve the tip of the screwdriver. The screwdriver is an item supplied by the depuy company and not owned by the hospital.